Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing locking tab during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing locking tab for the same part number throughout the last twelve months. Based on pictures provided from customer it can be seen the following: 1. It can¿t be seeing deformities, crack, flash, or any molding defect that could affects the fit form or function of the lid. 2. It can confirm that the collector was not overfilled. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there were no issues observed in the pictures provided (as part of evaluation it can¿t be seen molding issues that could cause this kind of failures.

Event description:
It was reported that the bd¿ nestable sharps collector was "80% full" of disposed product before the locking tab was noticed to be missing from the device, and tape was used to "fix" the situation. The following information was provided by the initial reporter, translated from japanese to english: "the collector was 80% full by disposed products. Hcp realized locking tab was missing. The lid and the collector was fixed by tape."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nestable sharps collector was "80% full" of disposed product before the locking tab was noticed to be missing from the device, and tape was used to "fix" the situation. The following information was provided by the initial reporter, translated from japanese to english: "the collector was 80% full by disposed products. Hcp realized locking tab was missing. The lid and the collector was fixed by tape."